Event description:
Info received indicates the right foot siderail is difficult to latch at times.

Manufacturer narrative:
The technician found the siderail latch spring was dirty. He cleaned the siderail latch spring mechanism to repair the bed.